Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection revealed that the trilumen insulation was damaged approximately 31 centimeters from is-1 terminal pin. The damage was most likely caused by entrapment in the clavicle/ first-rib region. The clinical observations reported are directly related to the damage found in laboratory analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing and inhibition of pacing. No adverse patient effects were reported as this patient had an intrinsic rhythm. The patient underwent a revision procedure and this lead was explanted and replaced.